Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the surgeon had difficulties in seating the joints. A second surgery was performed to reposition the maxilla because the right joint had displacement.

Manufacturer narrative:
Additional information: b5, d4, d6a, h4, h6. Correction: b1. The reported dislocation was not confirmed as no imaging was provided. The coronoidectomy partly contributed to the intraoperative dislocation but did not cause it entirely. It was also noted that the surgeon did not check the joints before plating the lefort fracture, which could have prevented the event. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
The coronoidectomy partly contributed to the intraoperative dislocation of the joints, and the surgeon did not check the joints before plating the lefort fracture.